Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that post implant, sensing and capture threshold measurements were unacceptable. The lead was removed and replaced.